Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the adhesive was not sticking well. As treatment, the patient succuessfully activated a new pod.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The pod was received with corrosion visible through the top and bottom housings and damage to the exposed portion of the soft cannula. Upon opening the device, corrosion was observed on several internal components which prevented retrieval of the device data. The soft cannula length was measured to be out of specification due to the damage to the exposed portion. Fluid path testing found a tear in the unexposed portion of the soft cannula which resulted in an internal fluid leak which contributed to the observed corrosion. It could not be conclusively determined when or how the damage to the exposed portion of the soft cannula occurred.